Manufacturer narrative:
Log file analysis of (B)(4) did not reveal any anomalies during the analyzed period. Log file analysis of (B)(4) revealed several critical battery alarms and premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. This is one of six reports (3007042319-2015-02430, 3007042319-2015-02431, 3007042319-2016-01421, 3007042319-2016-01422, 3007042319-2016-01423 and 3007042319-2016-01424) submitted for devices related to the same event.

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient reported difficulty with a connector on his controller and a critical battery alarm on 2 batteries. The coordinator exchanged all peripherals. It was reported that there was no effect on the patient.